Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pd-catheter-(twist, bent, kinked): the cause of the kink was not determined as no product was returned and limited clinical information was provided. Clinical review: clinical review rationale: the patient, a 65-year-old male, underwent support with multiple impella devices on (B)(6) 2026, for ami/cgs indication. The initial impella cp ((B)(6)) implanted via right femoral arterial access experienced a kinked catheter during use and was explanted after approximately 3 hours. A second impella cp ((B)(6)) was subsequently implanted via the same access route and remains on support; survival outcome at explant is pending. Additionally, an impella rp flex ((B)(6)) was implanted via right femoral venous access and also remains on support. Due to invasive procedure involving device replacement, this is considered a serious injury.

Event description:
The complainant reported that a 65-year-old patient, underwent support with multiple impella devices, for acute myocardial infarction/cardiogenic shock indication. The initial impella cp was implanted via the right femoral arterial access and experienced a kinked catheter during use. The device was explanted after approximately three hours. A second impella cp was subsequently implanted via the same access route and remained on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.